Manufacturer narrative:
The claimed issue was related to the device, which would not turn on. The device failed to meet its specifications. There was no patient harm reported. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. The engineer was informed by the phone that the transformer of the compressor was defective. The hospital has contacted a third-party maintenance company to repair the device. Based on prior investigations, it was concluded that the transformer was defective due to disconnection of the thermal fuses caused by damage of the epoxy sealant near the lead exit point. Corrective actions to correct the verified issue were implemented during (B)(6) 2019. The root cause was traced to the manufacturing process at the supplier's site. H3 : 4112.

Event description:
It was reported that the compressor would not turn on. There was no patient harm reported. Manufacturer's ref.# (B)(4).